Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing inadequate coverage. As a result, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the lead was found cut. As a result, the physician disconnected the existing lead and a new lead was implanted. Effective stimulation was restored post-operatively.